Event description:
Denali ivcf placed in 2013 found to be fractured with one arm piercing the free rv wall. Filter removed but unable to remove fragment percutaneously. Referring for consideration of surgical removal. Of note, this was a suprarenal filter. FDA safety report ID# (B)(4).